Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pace maker was involved in a case of infection and sepsis. It was reported that vegetation was found on the patient's mitral valve. The entire system was explanted. No additional adverse patient effects were reported.